Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the iol was broken in half. The broken iol was noticed after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. The surgeon indicated there was no impact/injury to the pt.